Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, an opening and crease fold. Leak test was performed and found openings on posterior. A microscopic analysis was performed which identified a crease smooth opening on posterior and opening striated in the patch. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening and a striated edge opening on patch side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.